Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dates of death, event, tests, and implant: dates estimated. The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on an article review and no device/lot information was provided. Based on available information, the reported death was due to reported heart failure; however, a definitive cause for the reported heart failure could not be determined. The reported patient effects of heart failure and death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report post procedure, the patient died. It was reported via literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). Two clips were implanted. The patient died from heart failure on day 87 post procedure. Details are listed in the attached article, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.